Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been investigated. Upon investigation, the monitor was resetting. The cause for the failure was due to a lack of output at the u612 processor. The root cause of the lack of output could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. There was no death or adverse event associated with the monitor malfunction.

Event description:
(B)(6) 2021 resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a montior for an unrelated reason. Upon evaluation, a reportable malfunction was found, monitor sn 07019600 was unable to power on.